Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable results for 1 patient sample tested for crpl3 c-reactive protein gen.3 (crpl3), crep2 creatinine plus ver.2 and, ise indirect na, k for gen.2 on a cobas 8000 c (701) module. Of the data provided only the crpl3 data is a reportable malfunction. The initial crpl3 result was 0.11 mg/l with a repeat result of 31.16 mg/l. The initial result was released outside of the laboratory. The repeat result was deemed to be correct and a corrected report was issued. There was no allegation of an adverse event. The crpl3 reagent lot was 293597 with an expiration date that was not provided. The customer suspects that there might have been a pre-analytical issue due the alarms that were generated on the patients other tests that were performed concurrently. The investigation is currently ongoing.

Manufacturer narrative:
Further analysis of the reaction kinetics and alarm trace show what appears to be a sample pipetting issue. This typically points to a sample quality issue related to improper pre-analytics. Since qc testing was acceptable and the repeat testing using the same crpl3 reagent was deemed correct a reagent issue can be excluded.